Event description:
It was reported that this right ventricular (rv) lead had high out of range impedance measurements, that were greater than 3000 ohms. During surgery, the lead was connected to a pacing system analyzer (psa) and the measurement was greater than 3000 ohm. This lead was successfully removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.